Event description:
It was reported that the patient received seven inappropriate shocks due to t-wave oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD). Therapy was programmed off and technical services (ts) was consulted. Upon review, ts discussed troubleshooting options including obtaining x-rays. The patient was transferred to a different hospital and underwent x-ray imaging. It was determined that the s-ICD had migrated. Sensing vectors were going to be reprogrammed, as per testing there was no oversensing upon change in programming vectors. However, the patient requested to have the s-ICD therapy remain off. T. The physician did note the patient was being treated for cancer and suggested the s-ICD remain implanted. Therapy remained off and the patient was monitored overnight without issue. The patient was offered a life vest, and released from the hospital. Four years later the s-ICD was explanted and returned for analysis. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received seven inappropriate shocks due to t-wave oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD). Therapy was programmed off and technical services (ts) was consulted. Upon review, ts discussed troubleshooting options including obtaining x-rays. The patient was transferred to a different hospital and underwent x-ray imaging. It was determined that the s-ICD had migrated. Sensing vectors were going to be reprogrammed, as per testing there was no oversensing upon change in programming vectors. However, the patient requested to have the s-ICD therapy remain off. T. The physician did note the patient was being treated for cancer and suggested the s-ICD remain implanted. Therapy remained off and the patient was monitored overnight without issue. The patient was offered a life vest, and released from the hospital. Four years later the s-ICD was explanted and returned for analysis. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.